Event description:
It was reported that the device had an inactive keypad. No patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8015 keypad inactive. Technical support - keypad: 1. Customer would like to send in under warranty. 2. Transferred to order management for additional support. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the findings, technical support determined that the proximate cause of the reported issue. Technical support - keypad the customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had an inactive keypad. No patient involvement.